Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in an application, and no problem was found regarding the reported issue of double beeping. However, the downstream sensor will be replaced as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep with cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.